Event description:
It was initially reported that the device was displaying a service indicator and would not hold any user setting configurations. There was no pt use associated with the reported event. Upon eval by physio-control, it was observed that the device would constantly reset itself.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. It was determined that the cause was an ic chip, designator u61, on the system controller pcb assembly. This failure caused the device to constantly reset. The system controller pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.